Event description:
A surgeon reported a case of endophthalmitis with fibrin to the secondary incision, observed at four days post laser assisted cataract surgery. Reporter indicated the patient was referred to a retinal specialist for a vitrectomy. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).